Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for low superior vena cava (svc) defibrillation coil impedance with non-physiologic noise deflections on multiple vectors. Follow-up was conducted. The allied health professional (ahp) at the clinic was able to verify that the patient was seen in-office at which time reprogramming was completed. It was noted the physician was unable to replicate the impedance reading with in-office testing. The lead remains in use. No patient complications have been reported as a result of this event.